Event description:
It was reported the patient's blood glucose rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Investigation of pod found damage to the cannula.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.